Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling for the reported event: "warnings ¿ check the expiry date on the product label."

Event description:
Healthcare professional reported using an expired syringe of juvéderm® volift¿ with lidocaine on a patient. There were no associated injuries or adverse events.